Event description:
(B)(4). Extreme pain in right hip and groin area. Numbness in right leg, neuropathy, numbness in extremities, extreme pain in whole body, fatigue, vision problems, weight loss and hair loss.